Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the pt underwent a primary right l4-l5 spinal root decompression. Two months later, the pt presented with "chronic low back pain". The investigator noted the event as moderate in intensity. Physical therapy and narcotics for pain were prescribed by the physician. The pt was referred to physiatry and lost to follow-up. It is unknown if the event resolved. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted idiosyncratic effect as a possible explanation for the event.